Event description:
It was reported that the patient experienced infusion set cannula fell off due to tape not sticking issue event on (B)(6) 2026. During the event, patient experienced itching at insertion site.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Name: medtronic minimed, street:18000 devonshire street, city: northridge, state: ca, code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.